Event description:
The physician attempted to implant a 3.0x26 mm resolute integrity drug eluting stent in a tortuous lesion with ruptured plaque in the mid rca. The lesion was pre-dilated and deployment was attempted. The stent then had to be removed with difficulty. On inspection it was discovered that the stent had two busted wires protruding from the side of the stent. Pre-dilation of the lesion was again performed and another 3.0x26 mm resolute integrity was successfully implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation: results inherent risk of the procedure (stent deformation and failure to deliver the stent). No results as no evaluation completed (no product or cine images returned). Patient condition impacted on the effectiveness of the device (tortuous vessel with ruptured plaque). Conclusions: inherent risk of the procedure (stent deformation and failure to deliver the stent). Patient condition impacted on the effectiveness of the device- lesion morphology (tortuous vessel with ruptured plaque). No device returned. (B)(4).